Event description:
After rotablator treatment, the nc viva balloon ruptured at 6 atms on the second inflation. (The number of atm's reached on the initial inflation is unknown). The lesion being treated was a 90% in-stent restenosis in a tortuous distal rca. The pt was asymptomatic during this event. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.